Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-04135. This report was submitted as a duplicate report of the previously submitted report.

Event description:
The manufacturer received a voluntary medwatch (mw5103479) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop rhinitis. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.